Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system rebooted twice and displayed overload faults. This error can cause the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.